Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 during which the surgeon noted adhesions from the posterior aspect of the mesh contracting a loop of small bowel. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted he dissected mesh from the posterior wall and removed its adherent material to the midline fascia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/03/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 1/28/2025. Additional information: d4 (expiration), h4. Corrected information: d4 (primary UDI #). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.